Event description:
It was reported that during post implant hospital care, a loss of capture was observed on the right ventricular lead. Other electrical values and lead imaging were normal. The lead was explanted and replaced. The patient was in good condition following the procedure and would continue to be monitored through follow-up.

Manufacturer narrative:
(B)(4).